Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 8.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 225cc saline prosthesis experienced left sided deflation post procedure. As a result, explant was performed on (B)(6) 2022. On (B)(6) 2022, analysis revealed that the right prosthesis returned was also likely to have been deflated. This report relates to the right prosthesis. See 1645337-2022-03971 for contralateral prosthesis report.